Event description:
No patient involvement. Device had frayed tip of cable per sterile processing department (spd). Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter) surgical coordinator in materials management will return device.